Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced discomfort, swelling, and an infection in the scrotal area. A surgical intervention was performed to remove the existing device and replace it with a tactra prosthesis. During the procedure, a washout was conducted, and the patient was administered antibiotics. No additional patient complications were reported.